Event description:
It was reported that the autopulse platform displayed a user advisory ua45 (not at "home" position after power on/restart). The clinician reverted to manual CPR and outcome of the pt is unknown. No additional details were provided to the manufacturer.

Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed that both pt head restraint brackets were cracked and popped up in the ui membrane. Archive data results indicates user advisory ua 45 (shaft not at "home" position). The life band straps were not pulled completely out prior to turning the device on. Functional testing was not able to be performed. The unit had a damaged encoder and internal gear which prevented the shaft from rotating freely to the home position. Customer's reported problem was confirmed during investigation. Based on the evaluation results, a probable root cause attributed to the customer's reported complaint may be due to the damaged encoder. However a definitive root cause for the damaged encoder could not be determined.